Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed failed due to the unit does not power on after charging. The receiver data log could not be downloaded due to receiver unit could not boot up and/or communicate. Functional tests were failed due to receiver unit could not boot up and/or communicate. The receiver case was opened for an internal visual inspection and it failed due to moisture damaged on the main circuit board. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.